Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal bleeding on (B)(6) /2015. The patient was hospitalized and an esophagogastroduodenoscopy and colonoscopy were performed on (B)(6) 2015 but did not show any acute bleeding. Capsule endoscopy showed 3-4 small arteriovenous malformations in the small intestine. The patient was transfused with 5 units of packed red blood cells. The bleeding was reported to have resolved on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 58 days. The device remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.